Manufacturer narrative:
The returned test strips were investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Multiple, unsuccessful, attempts have been made to contact the customer for additional information. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time he had been receiving unspecified readings from his adc blood glucose meter which were lower than unspecified readings obtained from a competitor meter. Customer further reported the adc readings were "out by 4 whole units". It was further reported he was transported to a local healthcare facility by paramedics, was admitted to the hospital, but then sent home. Customer noted that upon arriving home he immediately experienced a loss of consciousness and went into a coma; where he remained unconscious, incontinent and in acidosis for two days. Paramedics were again called, "resuscitated me twice" and transported him to the hospital. It is unknown the specific treatment that was rendered. However, customer noted the hospital "found my hgba1c test was off the chart at 100+". There was no report of death or permanent injury associated with this event.